Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. Postoperatively, on the same day, the pt presented with paraparesis. The pt was treated with naloxone. On (B)(6) 2009, one month follow-up examination confirmed the resolution of paraparesis. The pt was discharged in good condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.